Event description:
A defect has been identified; a behavior in isite sing the conference presentation state (cps) - where the patient data on the canvas page are not synchronized with the image data in the viewer - incorrect data will be displayed - data from different patients. A conference presentation state is saved when grouping images to present in a conference to aid a diagnosis or to use as a training tool. It has been discovered that when multiple patients are selected, and any other than the first patient on the list is pulled up, both the patient that is pulled up and the first image in the list will display on the canvas page resulting in the initial patient on canvas page verses on the dx monitors are different patients. This behavior is present in both 4.1 and 3.6. If the presentation is saved as a system presentation (which is default) this mismatch of images may not be identified and could lead to possible mis diagnosis.

Manufacturer narrative:
Device from reserve sample evaluated.